Manufacturer narrative:
Patient demographics (date of birth, gender) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. The device's spliced suture construct and trocars were not returned for evaluation. The most likely cause of this type of event includes entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the meniscal cinch was being used for a right side lateral meniscal repair procedure. Both implants from the cinch were deployed successfully. While the surgeon was attempting to tighten the sutures, the knot would not slide. There wasn't any fixation and the meniscus was still loose, so the surgeon pulled hard to get some slack out. At this point, the suture broke. The implants remained in the patient. The frayed tail of the suture that broke was debrided by the surgeon and the surgeon removed the suture from the patient. This was a large lateral bucket tear and the cinch did not hold the tear together, so the surgeon had to place 4 implants from another manufacturer from one end of the tear to the other. The procedure was completed successfully. No patient injury reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause of this type of event includes entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the meniscal cinch was being used for a right side lateral meniscal repair procedure. Both implants from the cinch were deployed successfully. While the surgeon was attempting to tighten the sutures, the knot would not slide. There wasn't any fixation and the meniscus was still loose, so the surgeon pulled hard to get some slack out. At this point, the suture broke. The implants remained in the patient. The frayed tail of the suture that broke was debrided by the surgeon and the surgeon removed the suture from the patient. This was a large lateral bucket tear and the cinch did not hold the tear together, so the surgeon had to place 4 implants from another manufacturer from one end of the tear to the other. The procedure was completed successfully. No patient injury reported.